Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 6 months after the dental implant was installed in intraoral region #8 it was verified its nonosseointegration. Forty five ncm of primary stability was achieved.